Manufacturer narrative:
The insulin pump was received with an intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the screen of the insulin pump started scrolling when pressing the buttons. Customer stated that after several battery changes, the keypad became unresponsive and the insulin pump alarmed button error. Blood glucose value was 109 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.